Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose sensor cable socket could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The reported issue was confirmed. Upon inspection and testing, it was observed that when the device is not connected to the gas cylinder and only energized, after pressing the air supply key, the air supply action will continue, and the air flow rate will continue to increase, and cannot be stopped. There is failure to stop the continuous air supply. This is attributed to the cable socket of the sensor on the side of the manifold unit found to be tilted and partially welded, causing the sensor to be loose. Once repaired the issue was resolved. This device being a loaner experiences several transportations. It is possible that the stress and excessive shock of logistics transportation may have caused an accidental damage to the welding. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was inspected in-house. There is no patient involvement. Upon inspection, it was observed that there was failure of the automatic stop function of the air supply.